Manufacturer narrative:
The insulin pump was received with detached end cap and unable to perform basic occlusion test, occlusion test, prime test, no delivery test and displacement test or verify a33 alarm due to detached end cap. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test and rewind. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The dome label sticker was missing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.